Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported four days after implant that the patient presented to the emergency room with a heart rate in the 30s and it was suspected there was no capture on the patient's right ventricular (rv) lead. A remote transmission was also received with similar information. The pre-implant indications of complete heart block and an escape rate in the 30s were now present again. Assessment found no rv capture as thresholds were high, no sensing was seen on the rv lead even at the most sensitive setting, and the rv lead impedance had been decreasing since implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.